Event description:
The customer stated, that she performed 2 control tests and received results of 228 and 221 mg/dl. The normal control range was 87-119 mg/dl. While troubleshooting, the customer performed 2 more control tests and received results of 230 and 177 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips were sent to the customer.